Manufacturer narrative:
The customer returned user interface (ui) assembly visual inspection revealed evidence of damage or contamination. A failure investigation (fi) technician installed the user interface (ui) assembly into a fi ventilator to duplicate the reported issue of display is dim. The fi technician identified that the display issue was caused by the burn out cold cathode fluorescent lamp (ccfl) backlight.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported that the ventilator had a dim display. The device was evaluated by the customer and philips field service engineer (fse) who confirmed the reported problem. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse replaced the user interface assembly and tested the device. The device passed specification test. No other anomalies were reported.